Event description:
It was reported that the customer was hospitalized due to blood glucose readings of 975 mg/dl followed by a heart attack. Customer stated that they had been in and out of the emergency room for the past few days due to feeling ill and having chest pains. Customer reported symptoms of nausea and vomiting prior to the hospitalization. Customer was treated with manual injections and IV drips. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. The high pressure test was performed and passed. Customer is currently being treated at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.